Event description:
It was reported to philips that there was a defective fuse in the m-cabinet that required replacement. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Due to the lack of information, we are conservatively reporting this event. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The customer had reported that, when moving the table, the imaging module's cable was torn off and became damaged. Additionally, the customer reported that all of system's control modules stopped working. A field service engineer (fse) inspected the system on site and identified that the cable of the imaging module had been blocked by an external object during table movement. The fse identified that the cable was torn, causing the circuit board's contacts to bend, resulting in a short circuit on the board. This, in turn, tripped the fuse in the system's m cabinet, which lead to the issue with the system's control modules. Once the fuse, control module cable, and the circuit board were replaced, the issue was resolved, and the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
Philips has investigated this complaint. The customer had reported that, when moving the table, the imaging module's cable was torn off and became damaged. Additionally, the customer reported that all of system's control modules stopped working. A field service engineer (fse) inspected the system on site and identified that the cable of the imaging module had been blocked by an external object during table movement. The fse identified that the cable was torn, causing the circuit board's contacts to bend, resulting in a short circuit on the board. This, in turn, tripped the fuse in the system's m cabinet, which lead to the issue with the system's control modules. Once the fuse, control module cable, and the circuit board were replaced, the issue was resolved, and the system was returned to use in good working order. The codes were updated based on the investigation outcome.